Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that an infusion of saline was noted to have a puncture in the tubing located about 12 inches above where it was connected to the patient. Blood was noted to be back flowing in the set from the patient and the saline leaked from the puncture site onto the floor. Although requested, there was no report of harm.